Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was slow. A technical support specialist logged into the station, applied knowledge articles (station slow login netbios) and (station shows slow network communications - win10 devices) to addressing the issue. The tss identified configuration issues where the windows time service was disabled and corrected it. The windows update service was found running while set to manual, so the maintenance schedule was adjusted by one minute to ensure configuration deployment. Additionally, the bd data sync service was confirmed set to automatic, and the configuration was updated accordingly. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es took 5 to10 seconds to perform the task when buttons were pressed on the screen. Due to this issue users were experienced repeated delays, as they were required to wait in line to retrieve medications, which impacted patient care. Which located on bh3secpc1. The customer attempted to reboot the station, however, the reset only provided marginal and short term improvement. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.